Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and bone wax was used. It was noted that the bone wax was breaking in small/ little pieces when taken out from box. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation findings: c22 - photo review. Investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a w31 product box, an opened aluminum package and five opened samples. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any rips, tears, or holes in the device packaging? Was the sterility of the bone wax compromised? What were the storage conditions for the bone wax? Did the bone wax melt and take the shape of the packaging? Please provide further description of the bone wax packages seen in the photo returned. Were there any adverse patient consequences? Note: related events reported via 2210968-2023-00905, 2210968-2023-00906, 2210968-2023-00907 and 2210968-2023-00909.